Event description:
It was reported that stent fractured. A 2.50 x 16 mm promus premier select stent balloon expandable was selected for treatment. The target lesion was located in a highly calcified left anterior descending (lad) coronary artery. During procedure, while crossing from the lesion the strut of the stent was broken. Device was completely removed from the patient's body. Procedure was completed using another of same device and no patient complications were reported.